Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the third device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a female patient received three osseo speed tx 4.0 and 4.5 dental implants on (B)(6) 2008. On (B)(6) 2020, 12 years after implantation, the implants were explanted. Information from the dentist stated the patient has a titanium allergy.

Manufacturer narrative:
The device was evaluated and found to be within specification.